Manufacturer narrative:
Investigation completed 5/04/2017. Method: device history review; trend analysis; failure analysis. Device history record reviewed for lot/ 121 job# (B)(4) was manufactured on 03/29/2012 with (B)(4) pcs produced shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. The device had little to no movement when pressure was applied; could not duplicate slippage during test. Clamp passed all functional testing. Conclusion: the root cause could not be determined; the failure could not be duplicated during testing. When the unit setup with ample travel, torque was applied and maintained with no issues. Unit has never been sent in for pm maintenance and will require pm maintenance performed at this time .

Event description:
On (B)(6) 2016, movement occurred during a sub occipital craniectomy for chiari malformation surgery. Patient was prepped, pinned, and positioned. Mayfield clamp was placed with pin positioning entry below equator and at 60 lbs. The patient was carefully rolled onto the table when the mayfield suddenly opened, causing lacerations to the right side of patient's scalp. The patient was moved back to the stretcher and the mayfield was removed. Medical intervention was required to close the laceration. Surgery delay was reported as 1 hour. Another mayfield clamp was chosen. The surgeon pinned the patient again and continued the procedure. Mayfield reusable pins were used.